Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the perimeter of the stacked chip scale package was optically inspected after removing all of the surrounding components. No anomalies were observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) preliminary testing revealed the device lost telemetry and function due to battery depletion. After additional extensive electrical testing, an abnormally high current drain was not confirmed. Therefore, a cause for the premature battery depletion was not determined. The battery voltage continued to recover after being disconnected from hybrid.

Event description:
Asku